Event description:
Reporter indicated that a vns generator was not used for an implant surgery because it was "defective". All attempts to the reporter for additional information were unsuccessful. The generator was returned for analysis with paperwork stating "0 years of battery life remaining". Analysis of the generator noted that the end-of service warning message was verified and found to be associated with the output being disabled by the pulse generator. A root cause for this condition could not be determined. Once the output was re-enabled, electrical tests showed that the pulse generator was operating within specification. There were no adverse functional, mechanical or visual issues identified with the returned generator. Further investigation is being conducted to identify the cause of the event.

Manufacturer narrative:
Device output was disabled. Device failure occurred, but did not cause or contribute to a death or serious injury.